Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary for (B)(4): no anomalies found. Additional finding of set screw in connector bore.

Event description:
It was reported that during the implant attempt, the physician was unable to screw the leads into the device header. The leads "didn't seem to fit correctly, like they were not going to the end of the port." The device was not used, and another device was implanted. No patient complications have been reported as a result of this event.